Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2015, an fse visited the customer to address the reported event. During servicing, the fse cleared the waste chute clog and disassembled and cleaned the waste assemblies. Once the waste chute was reinstalled and proper alignment of cup to waste chute was verified, the fse also checked the sample probe for proper tip attached and alignment. The z-bump could not be duplicated on multiple tips. The customer ran qc without any issues and the instrument was operational. There was no further action required by fse. The most probable cause of the error 4124 spec z bump error and error 4153 c trans z home overrun was due to cups getting stuck in the waste chute and accumulating tips on the sample probe.

Event description:
On (B)(6) 2015, a customer reported error 4124 spec z bump error with their a1a-900 analyzer. They also received error 4153 c trans z home overrun error and reported having as many as 6 tips stuck to the sample probe at one time. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting prolactin and estradiol patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.